Event description:
A report was received that a pt was experiencing irritation at the pocket site. The physician discovered that the pt had an infection, and the patient's precision system was explanted. The infection occurred at the midline incision and traveled to the pocket site. The patient experienced redness and pus internally. The patient was prescribed antibiotics and is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were kept by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records for the explanted devices found them to be satisfactory. This is the final report.